Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the wire of the 8mm mega suturecut needle driver (nd) instrument snapped, and the device stopped working. There was no report of patient harm due to this event. On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire snapped, and device stopped working.